Event description:
It was reported that the patient underwent a right l5-s1 foraminotomy, right l4 laminotomy, excision of disk herniation and l4-l5 mi crodissection. It was reported that the angled micro pituitary pick up, broke as the neurosurgeon was performing a foraminotomy, laminotomy, and excision of disk herniation. An x-ray was performed to ensure no equipment was retained in the patient. No foreign body was noted and no patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.